Manufacturer narrative:
Additional information provided in d.4., h.3., h.4., h.6., and h.11. A sample was not received at the investigation site for evaluation for the report of proximal end of company stent failed to disengage ; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the investigation site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported via clinical study that, during implantation of microstent, proximal end failed to disengage from cartridge, surgeon attempted to reposition, however unable to properly visualize target location and unable to implant due to manufacturer defect and hyphema obscuring the surgeons view intra operative. Entire microstent cartridge unit removed. Too much hyphema to re-attempt, no landmarks visible. The hyphema resolved and stent was not placed. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).